Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the cassette and transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during drain one of four. The patient was connected at the time of the alarm. The patient stated that the patient line of the cassette had disconnected from the transfer set. The patient advised they had not intentionally disconnected from the set up; they had woken up to find the patient line and transfer set disconnected. The patient did not reconnect to the line. The technical service representative (tsr) had the patient cycle power on the homechoice to clear the alarm. The tsr assisted the patient in ending therapy. The patient would complete therapy with manual supplies. The tsr reviewed proper procedures with the patient. The patient contacted product surveillance regarding the reported event. The patient stated there had not been anything unusual with the supplies; the boxes and over pouches were not damaged. The connections had been normal and were secured. The patient stated they were unsure how the disconnection had occurred. The patient¿s transfer set did not have any damage and was not replaced following the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.